Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had received treatment while in flight on an airplane due to hypoglycemia. The patients reported blood glucose level was under 70 mg/dl. The patient reports they had consumed carbohydrates and removed the pod while in flight. No further information is available as to this event.